Manufacturer narrative:
The evaluation revealed: several impacts on front panel, the locking lever was damaged, the output socket was damaged, and chassis has poor appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned device to olympus for repair stating the device was broken. Upon inspection and testing of the customer returned device, it was found the device displayed touch panel error (e333). This report is to address the issue found during inspection and testing. There was no harm or user injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon ¿error message e333¿ was the disconnection of the cable connecting the touch panel. Upon visual inspection, damage was observed on the front panel. Based on this, it was presumed that the disconnection of the cable was caused by a large external force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.